Manufacturer narrative:
The patient's stimulator remains implanted and providing therapy. All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
Related MFR reports: 1627487-2020-23118, 1627487-2020-23119 and 1627487-2020-23120.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-23118, 1627487-2020-23119 and 1627487-2020-23120. It was reported the patient went to the ER six days after being implanted with the drg system due to pain from the surgery. The patient was admitted to the hospital for one week and administered medication for his pain. The procedural pain is better now, and there was no sign of infection. The patient's stimulator is on with no further issues.